Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3: device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. No additional information was provided.